Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device had a vt alarm triggered for a rhythm that was not vt. The patient was involved but there was no adverse patient impact.

Manufacturer narrative:
.